Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump am/pm time was incorrect and due to customer setting up pump incorrectly. Customer corrected time. Pump battery was reported to be depleting faster than expected. Blood glucose was 165 mg/dl. Tandem technical support reviewed pump data and confirmed the battery was not holding its charge. Customer continued to use pump for insulin therapy.